Event description:
Technician reported a system 1000 hemodialysis device had a spontaneous dialysate proportioning ratio change during the device set up before a patient was on the device. There was no patient injury or medical intervention associated with this incident per technician. The device switched from cobe to drake. The device gave a high conductivity alarm and it was determined that the dialysate proportioning ratio change occurred.